Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via telephone call that the customer was hospitalized due to high blood glucose. The insulin pump had also alarmed for no delivery during a bolus. The blood glucose reading was 600 mg/dl at the time of admission. The blood glucose was brought under control and the insulin pump placed back on the customer. The cannula was not bent during troubleshooting. The blood glucose reading at the time of the alarm was 336 mg/dl. Insulin did exit with a manual prime and the alarm did not recur. The caller was advised to change the entire set. She was unable to continue troubleshooting and treated the customer with a manual injection. The insulin pump was not returned or replaced.